Manufacturer narrative:
Cystoid macular edema, bcva loss, and pupil irregularity are listed in the device labeling as potential adverse events.manufacturer reference #: (B)(4).

Event description:
On (B)(6) 2021, the surgeon provided the following patient update to ivantis. At the last examination on (B)(6) 2021 the patient reported blurred reading vision in the operative eye. His best corrected visual acuity (bcva) had decreased to 20/50, however no baseline bcva was provided for comparison. The pupil appeared slightly irregular toward the nasal/stent side and trace anterior chamber cells were noted. The patient's intraocular pressure (iop) was 19 mmhg on 4 iop-lowering medications. Gonioscopy revealed the stent was resting on the peripheral iris, but there was no peripheral anterior synechiae; all stent windows were visible and in the canal. Optical coherence tomography imaging showed marked cystoid macular edema, which may account for the decreased bcva. The patient was prescribed topical steroids and nsaids and is scheduled for follow-up in a few weeks. Additional follow-up has been requested.

Manufacturer narrative:
Additional information, including device identifiers, have been requested and the device remains implanted in the patient. Microstent malposition, microstent-iris touch, and iritis are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
The hydrus microstent was implanted on (B)(6) 2020 in the right eye of a male patient. Approximately one month postoperatively, the surgeon observed that the inlet of the microstent was touching the periphery of the iris and the patient had trace cells in the anterior chamber. The surgeon reported that the patient had discontinued use of the prescribed postoperative steroids, because the patient ran out of the medication.